Event description:
It was reported that the patient had trouble maintaining coupling. It was noted that the patient recharge diary showed that the patient charged for 0.9 hours every other day and the average coupling was 6 bars. It was noted that the implantable neurostimulator (ins) was a little loose in the pocket. It was noted that the reporter could probably flip the ins when the patient was lying down. It was noted that they were going to confirm that the battery was in the correct position. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician; product ID 37754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).